Event description:
Customer stated the unicel dxc 880i synchron access clinical system had a leak on the modular chemistry sample probe. The customer had been alerted to a modular cup probe obstruction error message prior to discovering the sample probe leak. Customer found fluid on top of a sample collection tube cap and on the sample rack. Approximately 3-4 milliliters of fluid leaked. Customer was wearing gloves, lab coat, and glasses. The leak was contained within the instrument. No exposure or injury occurred due to contained leak. No erroneous results were generated.

Manufacturer narrative:
The field service engineer found a loose wire connection on the wash collar solenoid valve. The wire was intermittently not connected causing fluid to drip from wash collar as waste was not being aspirated away. The field service engineer secured the wire harness and replaced the valve which resolved the issue. The field service engineer verified instrument operation. (B)(4).